Event description:
The following report was received from the field: approx three years post index procedure the pt presented with an acute inferior wall myocardial infarction (rca). Coronary angiogram revealed a normal left main, a totally occluded lad, 60% stenosis at the circumflex marginal branch and a totally occluded rca. The left internal mammary graft to left lad was patent. This event was treated with implantation of two taxus stents.

Manufacturer narrative:
This pt underwent ptca and stenting with 3.0x18mm and 3.0x13mm cypher des to the left internal mammary artery and right coronary artery. The indication for the procedure was a positive stress test showing evidence of inferior ischemia. The cath revealed evidence of a subtotal occlusion of the anastomotic site of the left internal mammary artery graft to the left anterior descending artery and subtotal occlusion of the right coronary artery. Any add'l info will be submitted within 30 days of receipt.